Event description:
Reportedly, when turning off the ventilator, it did not make the alarm sound. It was also reported that when the ventilator worked normally, it provided high and continuous volumes that differed from settings on the ventilator. In addition, this ventilator showed calibration problems. Please note that there was no patient involved in this case.

Manufacturer narrative:
The ventilator was not returned to mfg, newport medical instruments, inc for evaluation. Device not returned for evaluation.